Event description:
Falsely elevated troponin (ctni) results were obtained on several patient specimens and quality controls. Repeated analysis of the specimens on the same analyzer repeated the falsely elevated ctni results. The falsely elevated results were reported to the physicians. The physicians questioned the results. Repeat analysis of the patient specimens for ctni on a second analyzer obtained normal results. Troubleshooting of the device by dade behring personnel resulted in replacement of both pump cassettes for the wash probe, fittings on the sample drain and realignment of probe alignments. There were no adverse health consequences as a result of the falsely elevated ctni results.

Manufacturer narrative:
The customer did not review the recommended quality control testing prior to reporting patient ctni results. Quality control results indicated a system problem. Troubleshooting of the device by dade behring personnel resulted in replacement of both pump cassettes for the wash probe, fittings on the sample drain and realignment of probe alignments. User error contributed to the falsely elevated results reported.